Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of the stomach during a gastric varices ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. A second speedband superview super 7 was used; however, the band still could not be deployed. The procedure was completed with another speedband superview super 7. It was reported that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.